Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer reset the pump to resolve the issue and resumed insulin therapy successfully.